Event description:
No additional information is available.

Manufacturer narrative:
DHR/bhr review (lot 4145143): the products of this batch were assembled at intima ii auto line 4 in jun 2024, and packaged at r240&cfs package line in jun 2024. Work order quantity was (B)(4) each. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Review the production records with no nonconformance, deviation or rework activities. No defective samples and photos have been received for the complaint. Performed septum leakage test for the retained samples of this batch, and no complaint defects are found. Possible causes: after the needle is pierced into the vein, there is blood at the notch of the needle. In the process of needle removal, although the perforation of the septum is closed, the blood drops in the notch will be brought out with the notch. If there is a lot of inertia in the needle removal process, blood drops will be thrown out. If the patient's arm is tied tight during the puncture, it will cause great pressure in the vein, and blood will come out with the needle when the needle is pulled out, but the subsequent blood leakage will not be sustained. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): the root cause of this defect could not be determined because there were no abnormalities in the production process and retained samples, no similar complaints have been received from other hospitals regarding this batch of products, and no defective sample was received for further testing. The plant will continue to track and trend the issue.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leaked at septum on (B)(6) 2024, while the child was in the infusion room for venipuncture, the isolation plug had blood on it when the steel needle tip was withdrawn after the IV indwelling needle was punctured. Increased chance of catheter-associated infection.